Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole in the surface of the pebax. It was initially reported by the customer that during the operation, there was a problem with the force of the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. The customer¿s reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 22-aug-2023, the bwi pal revealed that a visual inspection of the returned device found a reddish material and a hole in the surface of the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and screening test of the returned device. Visual analysis revealed reddish material and a hole in the surface of the pebax. A screening test was performed, and during the testing, the catheter was deflected, showing high force values and a negative force vector. The tip was dissected, and polyurethane (pu) migrated from peek housing to tip transition allowing an internal movement of the sensor wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The pu failure observed could be related to the high force values and negative vector issues detected; therefore, the customer complaint was confirmed. It should be noted that product failure is multifactorial. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).